Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported during a laser assisted cataract procedure, upon completion of phacoemulsification an anterior capsule radial tear was noted at the same position as the primary incision. Reporter indicated the case was completed without further incident.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. Following the laser assisted treatment, the capsular bag undergoes additional stress during the remaining steps of the cataract procedure. The additional stress can also contribute or cause a capsular tear. In this case, there were no reported system messages or other system issues that would clearly indicate that the laser contributed to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).